Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed, was broken, and could not be closed. A field service engineer (fse) verified the customer¿s issue and found that the main half-height drawer 4.1 would not close due to a damaged bearing cage, leading to the replacement of the drawer. The fse replaced the drawer to resolve the issue. Then, the fse logged into the hardware test application and ran final tests on drawers 4.1 and 4.2, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 was broken and would not close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.